Manufacturer narrative:
Product event summary: the mapping catheter (B)(4) with lot number 218702917 was returned and analyzed. Visual inspection showed the introducer was removed from the shaft. The (B)(4) tubing was kinked and a twist was reviewed 0.139 inches and 2.75 inches from the tip. The identified malfunction was attributed to device use/operational context. In conclusion, the mapping catheter failed the returned product inspection due to the (B)(4) tubing kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.